Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce error code e315. Service found angulation in the up direction and the gap on the up/down angulation knob were out of specification due to a worn angle wire, the light guide lens was broken, the adhesive on the bending section cover was broken, switch one was deformed, the suction cylinder was cut off, and there was corrosion at the scope connector cover unit due to leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, error code e315 (scope error) occurred on the subject device. There was no effect on a patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that during user handling of the device, water invaded the device and electrical components were broken. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image.¿ ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the reported event: there was no delay in the procedure as a result of this event. The procedure was completed using a similar device.